Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that both power ports were loose on the controller.  The controller was exchanged.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that both power ports were loose on the controller. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the controller failed visual inspection because the controller¿s power port 1 connector was found loose with the o ring gasket displaced. The power port 2 connector was found loose and the locknut inside the housing was unattached from the port connector, allowing the locknut to migrate freely between the power board and main controller board. As a result, the reported event was confirmed. Based on an investigation conducted, the most likely root cause of the loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. During functional testing, the controller generated a ¿critical battery¿ alarm, indicating that the controller was unable to communicate with an external battery connected to power port 2. Additionally, the controller would occasionally reset. Further analysis found that the integrated circuit responsible for reading the capacity of a battery attached to the controller failed. It was observed that the locknut likely caused the component to short. However, a review of the controller log files revealed that no alarms were logged during the reported event date. This suggest that the component likely shorted when the unit was in transit for analysis. As a result, this observation is not related to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.